Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 3006705815-2018-01114: it was reported during the trial implant procedure, the patient was coded while implanting the second lead. In turn, the trial was aborted and the system was explanted. Paramedics provided chest contraction to the patient. Once the heart rate was normal the patient was transferred to the hospital.